Manufacturer narrative:
The insulin pump was received with failed to vibrate during self-test due to broken red vibrator motor wire. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states the vibration no longer works on the customer's pump. The customer's blood glucose level at the time of incident was 83mg/dl. Troubleshoot was conducted, and the pump did not vibrate during the vibrate test. The customer was advised the pump would have to be replaced and returned for analysis.